Event description:
It was reported that the pt had metastatic melanoma. The pt was on hospice care and expired. The cause of death was not reported but was stated to be unrelated to the implanted device system. The pt was last seen in the clinic in 2009. The medications being delivered via the device system were bupivicaine, baclofen, clonidine and hydromorphone.